Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt harm reported" (no consequences or impact to pt). Product problem(s): "system message occurred during setup" (device displays error message). A nurse reports, a system message during setup. The system was switched out to start the case, resulting in a 1 hour delay. The pt had already received anesthesia, however, no pt harm was reported and there were no canceled cases.